Manufacturer narrative:
(B)(4). Concomitant medical products: pretreatment with lidocaine cream. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nodules and inflammatory granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of nodules and inflammatory granuloma as follows: undesirable effects. "The patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported prior to injection patient was pretreated with lidocaine cream and then injected to the lower cheeks with juvederm voluma with lidocaine (lot#vb20a50064) as well as concomitant injection to the same site with juvedrm voluma with lidocaine (lot#vb20a50124). Three months later patient developed "nodules" at the "height of parotis right, upper part of m. Masseter and fossa temporalis right, arcus zygomaticus left." Patient underwent a cytology and an MRI and was diagnosed with "inflammable granuloma." Patient has not received treatment for the symptoms. Symptoms are ongoing. Patient was taking livial at the time of injection. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00790 (allergan complaint #1246195). This MDR is being submitted for the second suspect product, juvederm voluma with lidocaine (lot#vb20a50124), also a device manufactured by allergan.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported prior to injection patient was pretreated with lidocaine cream and then injected to the lower cheeks with juvederm voluma with lidocaine (lot#vb20a50064) as well as concomitant injection to the same site with juvederm voluma with lidocaine (lot#vb20a50124). Three months later patient developed nodules at the height of parotis right, upper part of m. Masseter and fossa temporalis right, arcus zygomaticus left. Patient underwent a cytology and an MRI and was diagnosed with inflammable granuloma. Patient has not received treatment for the symptoms. Symptoms are ongoing. Patient was taking livial at the time of injection. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00790 (allergan complaint #1246195). This MDR is being submitted for the second suspect product, juvederm voluma with lidocaine (lot#vb20a50124), also a device manufactured by allergan.